Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was observed during review of the video provided. However, the device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device smoked. Complainant indicated that there was no patient involvement in the reported malfunction.